Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display and failed battery test from the insulin pump. The customer's blood glucose level was 233 mg/dl. The customer stated that every time she puts in a new battery, the pump will not turn on. The customer stated that she was twisting around with a penny and it turned on really fast. The customer stated that there is a failed battery test. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer stated that a button error was not present in the alarm history. The customer was assisted in performing the self-test. The customer was advised to monitor the pump.